Manufacturer narrative:
Li, c. (2015). Cranial nerve dysfunction associated with cavernous dural arteriovenous fistulas after transvenous embolization with onyx. Cardiovascular and interventional radiology, 38(5), 1162-1170. Doi:10.1007/s00270-015-1062-y the onyx used on these patients will not be returned for evaluation as it remains in the patient; product analysis cannot be performed. From the provided information, the reported events could not be confirmed. The provided information does not suggest any defect of the onyx; the events are more likely to be procedure-related.

Event description:
Medtronic literature review found reports of new or worsened cranial nerve dysfunction (cnd) after onyx transvenous embolization (tve) of cranial dural arteriovenous fistulas (cdavfs). The authors reviewed 41 patients with 45 cdavfs treated with tve; 17 were men and 24 were women, mean age was 51.0 years. The article states that tve-related complications included transient bradycardia during the onyx injections in 3 cases and aggravated or new cnds in 14 cases. No other procedure related complications were observed. The article also states that one page (patient #27, female, age (B)(6)) developed new cranial nerve vi palsy after tve and did not have full recovery.